Event description:
It was reported that during a v.a.t.s. Procedure, the device failed to reload after inital firing. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Device a was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received with a wedge band bypass as the right side was unfired and the left side was fully unfired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the wedge bands were bent. No functional test was performed due to the condition of the device. H6: firing mechanism damaged, wedge band bypass. Device b was received in good visual condition and loaded with an unfired cartridge that was noted to have the left notch damaged. Upon further inspection of the device, the knife and wedge band were noted to be bent to the right; this damage is consistent with an inccorrect loading technique. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged. As the instructions for use state: "insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place." No functional test could be performed as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition on the internal components and the wedge band was bent; no other anomalies were noted. H6: firing mechanism damaged. Device c was returned with the knife and wedge bands exposed into the channel, otherwise in good visual condition and with no cartridge loaded. No functional test could not be performed as the firing mechanism was noted to be damaged. The device was disassmbled to verify the condition of the internal components and the wedge block was broken; no other anomalies were noted. Event described could not be confirmed as a test cartridge was properly loaded after the knife and wedge bands retracted. H6: firing mechanism damaged. Batch #= a5c473; mfg date 09/2005; exp date 08/2010. Device d was returned in good visual condition and loaded with a fully fired cartridge that was noted to be in good visual condition. The device was tested for functionality with a test cartridge and it fired conforming. Event described could not be confirmed as the cartridge was properly loaded into the channel.